Event description:
It was reported on 04/12/2022 by a facility representative via sems that an ar-6480 pumps inflow is increasing and decreasing. This was discovered during a case with no patient harm.

Manufacturer narrative:
See attached for supplier evaluation.